Event description:
It was reported that a home patient (hp) had a high drain 101 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) which occurred on a homechoice (hc) device during use, during drain one of three. The technical service representative (tsr) advised the hp with the troubleshooting to clear the alarm. The tsr instructed the hp to check the programming. The fill volume (fv) equaled 2300ml with a last fv of 2000ml and an initial drain alarm set to 0ml. The tsr asked if the hp drained out manually during the day and the hp stated that they did not, they only used the hc. The tsr explained that the I-drain alarm was set too low. In reviewing the ultra filtration (uf) values, the tsr found that the cycle 1 uf was 2389ml. The tsr explained that the hp drained 4689ml in drain 1 of 3. The tsr inquired whether the hp felt any different during that part of therapy and the hp stated that they felt normal. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.